Manufacturer narrative:
The device was not returned; therefore, evaluation and analysis could not be performed. A device history record review was conducted and confirmed the pump passed all post sterile inspection checks. The cause(s) of the reported thrombosis could not be determined due to insufficient clinical information. H6 component coding and investigation type, findings and conclusion coding have been updated based on the completed investigation.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
Clinical review/rationale: an impella cp was inserted via right femoral artery in a 59 year old male who was admitted for acute myocardial infarction with cardiogenic shock. The patient was on ECMO support prior to receiving support from the cp. The patient¿s comorbidities were unknown. The patient¿s clinical state prior to initiation of support was scai stage e. On day 4 of support, the patient was brought to the operating room for escalation to impella 5.5. A transesophageal echocardiogram was performed prior to the bridge, which revealed a large thrombus in the descending aortic arch around the cp catheter. Upon explant of the cp, the thrombus appeared loosened but adhered to the wall. Heparin was administered to the patient and the 5.5 implanted. This event is conservatively reported as thrombosis prompted medication, but there was no intervention needed and no lasting harm or injury reported.